Manufacturer narrative:
Catalog number is unknown. UDI information is unknown premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the prefilled cassette started with -no disposable- alarm and beeping after infusing 16 hours. Both pumps were alarming. Switched to new cassette and pump continued to alarm -no disposable-. Switched pumps with new cassette and had one -hi pressure- alarm but after troubleshooting, resolved and the pump started infusing. No patient injury was reported.